Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / failure to occludefallopian tube / right coil found to bemisplaced through the cornual region.') And bladder perforation ('bladder punctured') in an adult female patient who had essure (batch no. 626288,626222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dizziness, brain injury, vaginal cuff dehiscence, menometrorrhagia and inflammatory bowel disease. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2012, the patient experienced menopause ("menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and post-traumatic stress disorder ("ptsd - self esteem"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), gastrointestinal disorder ("gastrointestinal problem"), migraine ("migraines / headaches,"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (bilateral salpingo-oopherectomy, hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, bladder perforation, pelvic pain, menopause, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, gastrointestinal disorder, migraine, nausea, post-traumatic stress disorder, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered bladder disorder, bladder perforation, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrointestinal disorder, menopause, menorrhagia, migraine, nausea, pelvic pain, post-traumatic stress disorder, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in removal date- (B)(6) 2013, 7 coils were visualized diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: unilateral occlusion (left tube occluded). Perforation (other) please describe: right coil found to be misplaced through the cornual region.. Lot number:626222 manufacturing date:2007/11 expiration date:2009/10 , lot number:626288 manufacturing date:2007/12 expiration date:2009/11 . Most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / failure to occlude fallopian tube / right coil found to bemisplaced through the cornual region.') And bladder perforation ('bladder punctured') in a 37-year-old female patient who had essure (batch no. 626288,626222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dizziness, brain injury, vaginal cuff dehiscence, menometrorrhagia and inflammatory bowel disease. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2012, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdomen pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), menopause ("menopause"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines / headaches,"), nausea ("nausea") and post-traumatic stress disorder ("ptsd - self esteem"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 8 years 3 months after insertion of essure. On an unknown date, the patient experienced gastrointestinal disorder ("gastrointestinal problem"). The patient was treated with surgery (bilateral salpingo-oophorectomy, hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, bladder perforation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, female sexual dysfunction, menopause, bladder disorder, urinary tract disorder, gastrointestinal disorder, migraine, nausea and post-traumatic stress disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, bladder perforation, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrointestinal disorder, menopause, menorrhagia, migraine, nausea, pelvic pain, post-traumatic stress disorder, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in removal date-(B)(6) 2013, 7 coils were visualized . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: unilateral occlusion (left tube occluded). Perforation (other) please describe: right coil found to be misplaced through the cornual region.. Lot number:626222 manufacturing date:2007/11 expiration date:2009/10. Lot number:626288 manufacturing date:2007/12 expiration date:2009/11. Most recent follow-up information incorporated above includes: on 12-oct-2020: pfs received: event "abdominal pain" was added. Severity of events: " pelvic pain", "abdominal pain" were added. Onset date of events: uterine perforation, bladder perforation, pelvic pain, abdominal pain, migraine/headache, dyspareunia, dysmenorrhea, nausea were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / failure to occludefallopian tube / right coil found to bemisplaced through the cornual region.') And bladder perforation ('bladder punctured') in a female patient who had essure (batch no. 626288,626222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dizziness, brain injury, vaginal cuff dehiscence, menometrorrhagia and inflammatory bowel disease. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2012, the patient experienced menopause ("menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and post-traumatic stress disorder ("ptsd - self esteem"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), gastrointestinal disorder ("gastrointestinal problem"), migraine ("migraines / headaches,"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (bilateral salpingo-oopherectomy, hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, bladder perforation, pelvic pain, menopause, vaginal haemorrhage, menorrhagia, female sexual dysfunction, bladder disorder, urinary tract disorder, gastrointestinal disorder, migraine, nausea, post-traumatic stress disorder, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered bladder disorder, bladder perforation, dysmenorrhoea, dyspareunia, female sexual dysfunction, gastrointestinal disorder, menopause, menorrhagia, migraine, nausea, pelvic pain, post-traumatic stress disorder, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in removal date- (B)(6) 2013, 7 coils were visualized diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: unilateral occlusion (left tube occluded). Perforation (other) please describe: right coil found to be misplaced through the cornual region.. Most recent follow-up information incorporated above includes: on 30-jul-2020: pfs received-case was upgraded to serious incident. Event injury was replaced with event perforation (uterus) / failure to occlude fallopian tube / right coil found to be misplaced through the cornual region. New event menopause, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), bladder disorder, urinary tract disorder, gastrointestinal problem, migraines / headaches, nausea, ptsd - self esteem, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and bladder perforation were added. Lot number, lab data, reporter information and medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.